Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rear0976 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rear0976) have been reported from one (B)(4) facility.

Event description:
It was reported that the catheter was occluded when the patient went to the hospital on (B)(6) 2018 for hospitalization, which was thus pulled out. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion in the catheter was inconclusive due to the sample condition. One 4fr s/l groshong PICC was returned for investigation. The catheter revealed evidence of use. The stylet had been removed and the two-piece connector was attached and secured to the catheter. The connector was slightly discolored yellow. The distal tip of the strain relief sleeve coincided with the 32cm depth mark on the catheter. A semi-circumferential crease was observed in the tubing 2mm distal to the strain relief oversleeve, which indicates that the tubing may have been kinked. A separate 6cm segment of tubing, which extended from the 34cm to 40cm depth mark, was also returned for investigation. The 6cm segment of tubing was reportedly trimmed in (B)(6) 2017. The catheter was found to be occluded in (B)(6) 2018. A functional test revealed that the returned catheter segments were patent to infusion and aspiration. No occlusions were observed in the catheter. Potential causes of the occlusion include catheter kinking and accumulation of residue within the lumen. A lot history review (lhr) of rear0976 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rear0976) have been reported from one (B)(6) facility.

Event description:
The catheter was occluded when the patient went to the hospital on (B)(6) 2018 for hospitalization, which was thus pulled out. There was no reported patient injury.